Manufacturer narrative:
Section a4: weight: unknown/not provided. Section d6b: if explanted, give date: not applicable, as the lens remains implanted. Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - impact code: 4625 - yag (yttrium aluminum garnet). An attempt was made to obtain the missing information; however, no additional information was available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the preloaded monofocal intraocular lenses (iols) were implanted in the right (od) and left eye (os), the patient developed posterior capsule opacification (pco) in both eyes. The issue for both eyes was first noted during a subject visit. The pco was resolved with a yttrium aluminum garnet (yag) capsulotomy procedure on (B)(6) 2025 os, and on (B)(6) 2025 od. There were no additional medical or surgical intervention reported. The patient's pre-operative best spectacle corrected visual acuity (bscva) was recorded as 30 os and 20 od, and post-operative bscva improved to 20 for both eyes. No limitations in activities of daily living were reported by the patient. Directions for use were followed. The patient has fully recovered in both eyes. No further information was provided. This report is to capture the event for the od. A separate report will be submitted to capture the event for the os.